Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The keyboard was replaced and the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was having issues with the keyboard and having a hard time displaying on the mvs. The keyboard replacement resolved issue and the system was functioning normally. There was no patient present when this issue was identified.